Event description:
It was reported that the plastic case (shipping tube) was broken before use. There were no patient complications reported.

Manufacturer narrative:
One 5f fogarty arterial embolectomy catheter was received in a damaged shipping tube. There was no original shipping box returned with the unit. The grey portion of shipping tube was completely broken and missing from the unit. Damage was consistent with the photo sent by customer. Catheter was still attached to the cap and clear portion of the shipping tube. The plastic seal between the white cap and clear portion of shipping tube was still intact. No visible damage was observed from the catheter. The report of shipping tube was broken was confirmed. Though the customer's report was confirmed, there was no evidence of a manufacturing nonconformance. However, an investigation is underway to determine the root cause of the shipping damage and implement corrective actions. Lot number was not provided, therefore review of the manufacturing records could not be completed.